Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a 804:26 failure code in channel a. This condition had the potential interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump experiencing a 804:26 failure code in channel a was confirmed during product evaluation. The root cause of this condition was determined to be the manual tube release (mtr) being used three times before the device was turned off. Appropriate action was taken to correct the reported problem by inspecting the pump head module (phm) communication harness. No issues were found. No further action was required as the device passed all tests per baxter procedures. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The quality engineers determined the reported condition to be caused by a software failure. This failure code was not attributed to a hardware defect and was not reproduced after cycling the power to the pump. This condition generally has only one occurrence in the event history and does not require any remediation or hardware component replacement.